Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 498.839s, lot: 9511447, manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 08. June 2015, expiry date: 01 may 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, patient underwent a thr revision + gt orif for a vancouver fracture. Patient was implanted with a troch reathacham device large, f/cable system. After 4 months follow up, fracture was revised. Patient passed away secondary to infection. No further information available. This report is for one (1) 4.5mm ti cerclage positioning pin-sterile. This is report 2 of 6 for (B)(4).